Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two maxforce biliary dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two maxforce biliary dilatation balloons were used in the lower common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6) 2020. According to the complainant, during the procedure, the balloon burst when inflated to approximately 8 am. The same issue occurred with the second maxforce biliary balloon. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event.